Event description:
Boston scientific received information that a threshold measurement of 1.0v @ 1ms was noted; however, when the device output was programmed to 2.0v @ 1ms, intermittent capture was noted. This pacemaker dependent patient experienced six beats of loss of capture while walking on a treadmill. The patient was removed from the treadmill immediately. The device output was increased. The clinician stated that the autocapture feature becomes more unreliable as the device approached elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.